Event description:
It was reported that during a mastectomy procedure, the device was activating but was not getting any tissue effect and the vessels were not sealing. The surgeon used a bovie to complete the procedure. They had to return the pt back into surgery due to post op bleeding later that evening. There is no info regarding any additional units of blood being required at this time. The rep has talked to the surgeon and the pt was stable the next day. It is not known how long the pt was required to stay in the hosp. Additional info has been sought regarding the events, but no info is available at this time.

Manufacturer narrative:
Date sent: 03/30/2009. Info anticipated, but unavailable at this time.